Event description:
During a dialysis treatment, air passed the uabd (ultrasonic air bubble detector) without an alarm. Air was visually noted at the pt fistula. The staff had to intervene to prevent injury.